Manufacturer narrative:
Date sent to the FDA: 30-mar-2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2017 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2019 during which the surgeon noted dense adhesions of the small intestine and the omentum to the anterior abdominal wall, which were densely adherent to the mesh. There was one area of intestine that had suffered a large deserosalization. The procedure was converted to an open procedure in order to dissect the small intestine from the abdominal wall which was extremely difficult due to the level of adhesions. A small bowel resection was performed and the old mesh was removed. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation and loss of appetite. No additional information is provided.